Event description:
Megadyne pad connected to erbe machine prior to a gi procedure requiring hot snare polyp removal. The erbe machine did not register the pad as connected. The pad was removed from patient and a new pad was applied to patient and again connected to erbe machine. The second pad applied did not register with the erbe machine. The provider had to convert the procedure to a cold snare. Megadyne cautery pad lot number 2201166n exp. 4/30/2027 for both pads. Reference report mw5166186.